Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right atrial channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.